Manufacturer narrative:
(B)(4).

Event description:
The treating center reported that the patient had been 'picking' at the incision resulting in a wound dehiscence which subsequently became infected. The patient was placed on antibiotics and will continue treatment for approximately 3 weeks. The infection was classified by the treating center as a superficial incisional infection.